Manufacturer narrative:
This report is submitted on june 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a migration of the receiver stimulator. Subsequently, the device was explanted in (B)(6) 2017 (specific date not reported). The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
There was no explant but rather a repositioning of the implant on (B)(6) 2017, from an anterior position to a more posterior position. The correct model # is ci422, not ci512 as initially reported. This report is submitted on (B)(6) 2017.